Event description:
It was reported that prior to a procedure using a coblator ii controller, the controller gave an alarm tone and there was coblation output. The facility did not have a backup unit; therefore, the procedure was canceled. Information regarding the rescheduled procedure was not provided; however, there were no pt complications reported.